Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. It was determined that the sensor board needed to be replaced in order to resolve the issue. While performing replacement of sensor board, it was noticed that the tubing coming from the sensor board to porting block adapter was in incorrect position and pinched. Tubing was corrected and the error cleared. Sensor board was not replaced as it was determined that issue was caused by pinched tube.